Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed because the patient complained that the implant would deflate during intercourse. An ams700 18cm cx device and 100ml conceal reservoir were implanted.